Event description:
Boston scientific received information that during the device check, the left ventricular (lv) lead exhibited high, out of range pacing impedance measurements. Threshold measurement was within normal value. There was no report of noise on the lead and even with isometrics this was still not reproduced. The field representative suspected a lead fracture on the lv ring electrode. Reprogramming was done from the tip to the rv coil. Noted diaphragmatic stimulation but was resolved through reprogramming. The physician planned to replace the lv lead at time of device changeout. There were no reports of patient symptoms. Attempts to obtain additional information were unsuccessful. This left ventricular (lv) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating a revision procedure was performed and this lead and the associated device were removed from service and replaced. Fluoroscopy used during the replacement procedure identified that the lead looked pitched and damaged at the subclavian site and no anomalies were noted to the device header. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.